Event description:
Arrow epidural catheter set used for epidural in labor and delivery ward. Pt movement in bed resulted in catheter ripping. Due to concern for infection, full catheter then had to be removed and replaced.